Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of line appeared in the image due to video cable is broken failure. The most probable cause of fiber bonding in the distal outer tube area is damaged due to cause traced to component failure. The most probable cause of cover glass of the insertion section is cracked due to cause traced to component failure. The most probable cause of video cable is broken failure due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
It was observed during the device evaluation that the rigid video laparoscope displayed a line in the image. The fiber bonding in the distal outer tube area was damaged, and the cover glass of the insertion section was cracked. There was no patient harm.